Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was not impacted. As the customer did not have additional cartridges available during the time of the call, recommendation was made by tandem technical support to load a new cartridge.